Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported receiving a replace sensor error message. Attempted to replicate the user¿s complaint using similar configurations of iphone 11 pro ( ios 16.6, 2.10.2.7677) and the user complaint could not be replicated. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the adc device in use with iphone 11, ios version 16.6.1, app version 2816120 and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring an administration of a glucose injection for treatment by a healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring an administration of a glucose injection for treatment by a healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.